Event description:
The pt was revised because of dislocation.

Manufacturer narrative:
Examination of the returned items and review of the device history records did not reveal any product problems, related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.